Event description:
It was reported that the implantable pacemaker system recorded an alert for right ventricular (rv) lead pacing impedance high out of range. Rhythmcare commented the issue appears to be known by the physician as there is a note in latitude indicating the doctor is aware of the lead issue and the lead revision is planned to be scheduled, however, there is no further information on the lead revision procedure. Additional information was requested, however, no information has been provided by the hospital. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker system recorded an alert for right ventricular (rv) lead pacing impedance high out of range. Rhythmcare commented the issue appears to be known by the physician as there is a note in latitude indicating the doctor is aware of the lead issue and the lead revision is planned to be scheduled, however, there is no further information on the lead revision procedure. Additional information was requested; however, no information has been provided by the hospital. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the implantable pacemaker system recorded an alert for right ventricular (rv) lead pacing impedance high out of range. Rhythmcare commented the issue appears to be known by the physician as there is a note in latitude indicating the doctor is aware of the lead issue and the lead revision is planned to be scheduled, however, there is no further information on the lead revision procedure. Additional information was requested. The lead remains in service. No adverse patient effects were reported.